Event description:
It was reported that during a surgical procedure conducted at the user facility pins broke off during a navigation procedure. The procedure was completed successfully and the fractured pin fragments were not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event. This event is related to user facility report (B)(4).

Manufacturer narrative:
Product not available.

Event description:
It was reported that during a surgical procedure conducted at the user facility pins broke off during a navigation procedure. The procedure was completed successfully and the fractured pin fragments were not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event. This event is related to user facility report (B)(4).